Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 931411. Batch no.: 0134465. It was reported that there is a hair inside of the package. Per (B)(4) customer reported that there is a hair within the sealed packaging along with the applicator. On inspection there is a long black hair within the inside of the pack twisted around the applicator barrel and this hair extends through the sealed gum edging to the external aspect of the pack also protruding out between the top clear plastic and the paper backing sheet. The pack is sealed all the way around so this would indicate that this occurred at packing stage.

Event description:
Material no.: 931411 batch no.: 0134465. It was reported that there is a hair inside of the package. Per (B)(4). Customer reported that there is a hair within the sealed packaging along with the applicator. On inspection there is a long black hair within the inside of the pack twisted around the applicator barrel and this hair extends through the sealed gum edging to the external aspect of the pack also protruding out between the top clear plastic and the paper backing sheet. The pack is sealed all the way around so this would indicate that this occurred at packing stage.

Manufacturer narrative:
Photos and a sample was provided for evaluation. Visual examination of photos and the returned samples shows a hair in the sealed, unopened package. The process has certain manual processes that may result in hair on the product. The procedures/process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto product as they are loading components into their corresponding containers /packages, although associates wear hair nets, gloves, safety glasses, and head covers; if worn improperly it could lead to the reported issue. The product record review was completed with lot 0134465 and no non-conformances were identified during the manufacturing of this product. No further corrective actions required at this time. This failure mode will continue to be tracked and trended. See narrative below.